Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with inflation issues. It was noted there was fluid loss due to the left cylinder was broken and frayed. The ipp was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump and cylinders underwent a thorough analysis. The components were visually and microscopically examined, and leak tested; the pump was also functionally tested. Visual and microscopic examination of the cylinders revealed that there was a hole due to wear in the outer tube in the distal part of one of the cylinders, and there was a hole at the corner of a fold in the distal end; due to these holes, it was also observed that the cylinder did not pass leak testing. The other cylinder had wear at fold in the distal end, it passed leak testing. Regarding the pump, it was identified that ID did not pass activation test. Based on the information available and analysis results, it was confirmed the reported observations of hole/perforated and fluid leak. Additionally, these observations and the activation problems from the pump, could have caused or contributed to the reported clinical observation of inflation problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with inflation issues. It was noted there was fluid loss due to the left cylinder was broken and frayed. The ipp was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated product investigation summary: upon receipt at our quality assurance laboratory, this ipp pump and cylinders underwent a thorough analysis. The components were visually and microscopically examined, and leak tested; the pump was also functionally tested. Visual and microscopic examination of the cylinders revealed that there was a hole due to wear in the outer tube in the distal part of one of the cylinders, and there was a hole at the corner of a fold in the distal end; due to these holes, it was also observed that the cylinder did not pass leak testing. The other cylinder had wear at fold in the distal end, it passed leak testing. Regarding the pump, it was identified that it passed visual inspection, functional, and leak test. Based on the information available and analysis results, it was confirmed the reported observations of hole/perforated and fluid leak could have caused or contributed to the reported clinical observation of inflation problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with inflation issues. It was noted there was fluid loss due to the left cylinder was broken and frayed. The ipp was removed and replaced. There were no patient complications reported.